Event description:
It was reported that balloon ruptured occurred. The 90% to 95% stenosed target lesion was located in the severely calcified, non-tortuous arteriovenous (av) fistula. A 8.0mm x 40mm x 75cm athletis balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for five seconds. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.